Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: black box shows ¿cs163¿ no cartridge detected warning on 04/15/2015, all ¿cs162¿ loss of prime warning are associated with non-prime after rewind, or cartridge change, returned battery cap and cartridge cap were used. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the fs flex pins. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.